Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The cgm was reading 353 mg/dl and bg was 253 mg/dl. The patient noticed that her cgm readings were increasing even though she had not eaten anything, so she started walking to try to decrease the levels. While she was walking the cgm levels were becoming higher. At some point the cgm was reading high and her insulin pump released more insulin because of the elevated value. The patient started to become unable to think clearly, weak and she had to sit down during her walk. She could barely remember how to use her phone and finally she was able to call a friend and was taken home. When she arrived home, she was getting weaker, and she tried to take a bg measurement but could not figure out how to do it because she was too foggy. She finally called 911. The paramedics administered IV fluid and two doses of glucose gel and the patient was sent to the hospital. When her glucose was tested at the hospital it was 39 mg/dl. She stayed a night in the emergency until she recovered; no details of the hospital treatment were provided. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.